Event description:
The customer contacted haemonetics (B)(6) 2008 reporting the orthopat machine did not have power. No injury or reaction noted.

Manufacturer narrative:
Eval of the unit was performed and the problem was verified. Corrosion was noted which was likely caused by a fluid spill. Machine now meets spec and is ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).